Manufacturer narrative:
Follow-up with a doctor, who is a retina specialist on (B)(6) 2013, revealed that he noted a piece of retained cataract in the patient's eye, whereby he performed a secondary procedure to have it removed. He stated that there was no association of the intraocular lens with the secondary procedure. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The explanted lens was forward to our manufacturing site for further inspection. A visual inspection noted that two (2) pieces of the lens were received. The returned lens sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens had surface residuals (debris/particles) compatible with handling the lens such as during the explant process. The sample had one (1) haptic (loop) distorted. The cosmetic conditions observed in the returned sample were consistent with a lens that has been used and explanted. No cosmetic defects related to manufacturing were found in the returned lens. Based on the investigation, no cosmetic defects related to manufacturing were found in the returned lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information from the retina specialist stated that there was no retinal tear and that there was a small fragment of the lens in the vitreous cavity. No further information was provided. The explanted intraocular lens (iol) was returned to our quality assurance laboratory for a visual inspection. At receipt, the lens was found to be cut/torn in half with the appearance of viscoelastic. Due to the patient's post operative capsular tear, the lens was cut out of the patient's eye which resulted in the reported cut (fracture) of the lens at visual inspection. This finding was a result of the removal of the lens from the patient's eye; not an indication that the lens was fractured/cut when used for the original implant procedure. The manufacturing record review indicated that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that while a patient underwent implantation of an intraocular lens (iol) in the right eye, the posterior capsule tore after the iol had been placed. It was stated that the capsule tear was not associated with the device. In addition, the iol was decentered and the surgeon removed and replaced it with another lens. The incision was enlarged and a vitrectomy was performed. On day one post-operative, there was no improvement in the patient's visual acuity; she has been referred to a retina specialist for further evaluation.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.